Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) & (B)(4). (B)(4) evaluated the device and confirmed that the reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a diagnostic procedure, the endoscopic image became intermittently. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to omsc but was returned to olympus australia & new zealand (oaz). The evaluation of the device by oaz confirmed the following; -the coupler of the device was loose and the metal part was rusted. The exact cause of the reported event could not be conclusively determined, however omsc concluded that the reported event may have been caused by the failure of the ccd unit due to customer handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.